Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. After physical trauma to the pump, the display went blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: visual inspection of the pump showed some cosmetic defects and damaged lens film. Upon starting up, the display screen was blank. Investigation revealed that the display was damaged. The damaged display was replaced with a test display and the display functionality returned to normal.